Manufacturer narrative:
The explanted device was not returned to bsn as discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having charging issues. It was also mentioned that the ipg site itches constantly and was sore. The patient went to the emergency room (ER) and infection was suspected. The patient underwent an explant procedure and was prescribed antibiotics. The patient was reportedly doing well.